Manufacturer narrative:
(B)(4): pain occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2010 to repair a recurrent umbilical hernia with mesh, along with the removal of a foreign body mesh. A mid-line incision was made around the umbilicus and mesh was utilized to repair the hernia. The patient had his last post op appointment with surgeon on (B)(6) 2010, but then the patient noticed something sticking out of his abdomen. His primary care physician clipped what appeared to be a suture and treated the area with silver nitrate. The patient continues to have abdominal swelling , pain and extrusion of some type of material resembling a suture protruding from his umbilical area. He has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.